Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3; h4; h6 proposed component code: mechanical (g04)-stem visual examination of the returned product/provided pictures identified there is wear visible on the porous coating along with scuffing to the face of the device near the hole. No measurements were taken as the device was used in surgery and impacted which could alter the porous coating. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 4 months later due to thigh pain and aseptic loosening. During the revision the stem was removed and replaced. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 163668, lot #: j7258284, 32mm mod head cocr -3mm neck. G2: foreign: new zealand. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.